Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had been in the emergency room over the weekend prior to the report, complaining of atrial fibrillation and hypertension and thought it was associated with other high implanting. The hcp stated that the issue was probably due to surgery the patient had and they had a history of atrial fibrillation and hypertension. It was also reported that the patient was having their device removed on the friday after the report due to pain and discomfort. There were no device issues reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.